Event description:
Rptr writing to report a fraudulent weight loss product advertised on televsion. The product is a type of corset which the ad claimed burns fat "just like liposuction" by increasing body temperature and compressing fat cells, and would result in a decrease of 2 dress sizes in 1 week. They had a supposed doctor on the show. Rptr is not sure whether this is regulated as a cosmetic or a drug, given the claims, but it is obviously a fraud. The claims made were completely outrageous.